Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed with the thumb advancer 7.5 cm proximal of step # 3. The exchange sheath slitting stopped at 4.5 cm proximal of the tip and the flex-guide had been carved by the garage leaves approximately 2.5cm distal of the strain relief. The catch and pusher block were in the pre-deployment positions showing the clip had not been deployed. The other external and internal components were undamaged. These findings are consistent with the report experience of the inability to complete sheath slitting. Carving at the proximal location of the flex-guide indicates that the damage occurred during plunger deployment. The most probable root cause for this type of damage is due to the flex-guide, tube set and tissue tract not being correctly aligned during thumb advancement. This misalignment causes the support tube to strike the flex-guide and stopping, leaving the garage leaves unsupported, striking and carving into the flex-guide during thumb advancement. This will prevent completion of the thumb advancer stroke and sheath slitting. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Subsequent to the initial medwatch a user facility medwatch report was received stating "vascular closure device being used to close an artery after a cardiac catheterization. The delivery device was defective when we used it on the patient. It didn't close the artery, so we closed it another way."

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, the sheath did not split correctly. The delivery tube was severely mangled and the clip could not be deployed. Hemostasis was achieved using manual compression. It was confirmed that the nick and spread was adequate, and there was no reported difficulty removing the starclose device. There were no reported patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.